Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
This epidural kit was opened and contained an open, empty glass ampule that should have contained saline. The solution appeared to have dried and nothing was wet in the kit.

Event description:
This epidural kit was opened and contained an open, empty glass ampule that should have contained saline. The solution appeared to have dried and nothing was wet in the kit.

Manufacturer narrative:
(B)(4). A device history record review was performed on the kit and ampules with a potentially relevant finding. A nonconformancve initiated for component k-07800-005; lot # 23p22a0075 in regard to the expiration date 6 months short of specified requirement. Not relevant to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the kit and ampules with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.